Manufacturer narrative:
The device delivery catheter was returned to gore for analysis and showed the following: the device evaluation showed the following: the constraining mechanism has been removed from the handle. The back-up access hatch had not been removed. The handle screw assembly compression spring had slipped out of its housing in the handle and is off-track. Based on the findings from the evaluation, the physician¿s observation that the graph did not open when unconstrained could not be confirmed, but is consistent with an off track compression spring. The physician¿s observation that gate cannulation was difficult cannot be confirmed. The physician¿s observation that upon finishing the case, there was a narrowing at the gate/limb that had to be reballooned could not be confirmed.

Manufacturer narrative:
H1: corrected/additional information.

Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: norvasc, pepcid, midazolam, vaseline, zofran, dilaudid, demerol, vitamin b-12, multivitamin, flomax, cymbalta, pulmicort, protonix, albuterol, magnesium, midazolam, flutica/salmet, clonidine, lipitor, hydrallazine, ephedrine, lactated ringers, labetolol, promethazine. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment with gore® excluder® aaa endoprostheses featuring c3® delivery system. During the procedure; post deployment of the trunk ipsilateral leg component and the ipsilateral limb, cannulation of the contralateral gate encountered difficulty with cannulation due to the positioning. The proximal end of the trunk was re-constrained and the device was slowly repositioned so that the gate was on the other side. The physician then tried to unconstrained the proximal end of the device but it would not unconstrained. Cannulation of the gate was continued and the catheter was advanced within the gate but it was unable to be advanced past the proximal portion of the graph. Position of the renals was confirmed and the physician completed full deployment of the device by completing the removal of the constraining mechanism. The proximal end opened fully however a narrowing at the level of the contralateral gate was noted. This area was re-ballooned and an additional contralateral leg component was implanted to ensure it stayed open and patent. The patient tolerated the procedure well.